Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 05/24/2017, via webpage, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The patient reported that the reaction was almost like a burn. The patient had to apply antibiotic ointment to treat the skin reaction. There were no further event details provided. No additional event or patient information is available.